Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor's check valve and the delivery pressure solenoid (psol). The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, the 980 ventilator's compressor was inoperable. The ventilator was not in use on a patient at the time of the reported event.